Event description:
A user facility¿s biomedical technician (bmt) reported that during set up, a fresenius 2008t hemodialysis (hd) machine experienced a low flow error. Upon follow up, the bmt confirmed the reported low flow error and that during repair, he smelled a burning smell, saw smoke and found that valves 32 and 36 were melted, charred and blackened. The low flow error occurred before use, so a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The valves were the original fresenius parts on the machine. The bmt reported that there was no spark, flame, or arcing observed. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine has approximately 2,600 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt replaced valves 32, 36 and the actuator board which resolved the issue. The bmt reported that the machine has been returned to service without issue. The samples were discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s biomedical technician (bmt) reported that during set up, a fresenius 2008t hemodialysis (hd) machine experienced a low flow error. Upon follow up, the bmt confirmed the reported low flow error and that during repair, he smelled a burning smell, saw smoke and found that valves 32 and 36 were melted, charred and blackened. The low flow error occurred before use, so a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The valves were the original fresenius parts on the machine. The bmt reported that there was no spark, flame, or arcing observed. The bmt reported that the machine has not had any past problems with failing the electrical leakage test and that there was no damage observed on any other components. The machine has approximately 2,600 hours and is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The bmt replaced valves 32, 36 and the actuator board which resolved the issue. The bmt reported that the machine has been returned to service without issue. The samples were discarded.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.